Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard lot number not on pouch. The following information was provided by the initial reporter, translated from portuguese to english: problem: package without batch number - date of occurrence of the event? 16/07/2024.

Manufacturer narrative:
Additional information confirmed no label content missing problem. Correction cancel MDR.

Event description:
Confirmed no label content missing problem. Customer referring their process of identifying which device they are having an issue with.